Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an undetermined "vent inop", "motor fault" and "xdcr fault" alarm errors on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire failure lab technician was able to confirm the customer's reported issue but was unable to duplicate the issue during evaluation. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure.